Event description:
Norian product implanted 2 or 3 years ago had to be removed. Norian was implanted for a self-inflicted gunshot wound to the zygoma-temporal region. Patient noticed a large "bump" developing at the wound site. Surgeon went in and found the bone was growing on top of the norian product rather than absorbing it. The norian product was noted to be crumbled and there was some possible infection at the site. Surgeon removed most of the norian product but left a portion that was resorbing.